Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2013, and obtained the following information: the patient tests 12 times a day and manages his diabetes with humalog insulin (sliding scale, based on food and meter reading). The patient confirmed and clarified that on (B)(6) 2013 (time not specified) he obtained blood glucose readings of ¿90 and 148mg/dl¿ with the subject meter. The patient indicated he typically performs three blood glucose tests in a row (with the same meter), a minute apart from each other, calculate the average of the three readings, and administer his insulin based on the average. The patient does not recall, however, the third reading obtained the day the alleged issue occurred. Based on statistical methodology, the calculated difference of the reported glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. In response to the alleged meter issue, the patient indicated he administer 0.8 units of insulin soon afterwards and subsequently an hour later, the patient confirmed he developed symptoms of shaking and sweating. At the onset of his symptoms, the patient corrected and clarified he consumed food as self-treatment and his symptoms abated approximately 15 minutes later. During troubleshooting, the customer service representative confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement meter and control solution were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Test strip lot #: not provided.